Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a false negative architect sars-cov-2 igg result on the architect i2000sr, serial number (B)(4). Through an extensive investigation, the fsr found the syringe assy, part number 7-77650-08, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a false negative sars-cov-2 igg result for one patient on an architect i2000sr analyzer. The following data was provided (<1.4 index is negative, >/=1.4 index is positive): sample ID (B)(6) initial result, on (B)(6) 2021, was 2.16, repeats were 0.52 and 2.02 index. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted to populate with data that had previously been provided. There is no change to the content of the data.